Event description:
Patient is a 65-year-old male resident of chalet. Per patient's medical record, has a history of anoxic encephalopathy, leukopenia, mrsa, seizures, and trach and vent dependent. Patient had a routine trach change completed on (B)(6) 2023. On (B)(6) 2023 ~14:30, (B)(6) rcp responded to patient's ventilator alarm and noted "low minute volume", mlt was done with no improvement. Emergency trach change was done at this time with (B)(6)rcp. Same size trach was inserted with no complications. Trach tube was sequestered and will be reported to FDA. Patient was placed back on same vent settings with no complications. Hr 69, rr 24, spo2 99%. "Medline".